Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced unexpected longevity and high threshold on the left ventricular (lv) lead. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419478 lead implanted (B)(6) 2004. (B)(4).